Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, past similar case and the reprocessing manual, omsc considered that the reported phenomenon was attributed to the followings. A) the reprocessing around the forceps elevator after the procedure by the user was insufficient. B) since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon and olympus (B)(4) supposed that the phenomenon was caused by the insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was foreign material on the forceps elevator. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.